Event description:
Reports difficulty with an intraocular lens (iol) during implant surgery and the capsule was torn. The incision was enlarged to facilitate removal and replacement of the iol. Additional information provided indicates the surgeon did not think the iol caused/contributed to the torn capsule. The pt's outcome was good.